Manufacturer narrative:
A ge service representative performed an onsite investigation. Both backplane assemblies were evaluated and replaced. The ps2 power supply, single board computer pcb assembly, controller pcb, universal node pcb and panel encoder pcb assemblies were also replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot, displayed an error and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.